Event description:
It was reported that customer¿s pump screen was broken, unresponsive, and unreadable. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent.